Manufacturer narrative:
The subject stretcher was not returned for evaluation; however, the reporting customer is an authorized field technician trained to evaluate and repair the subject stretcher. Replacement springs were provided to the customer to complete the needed repair and return the stretcher to service.

Event description:
The end user reported the catch bar did not engage with the hook while unloading the stretcher. There was no patient involvement and no injuries were reported as a result.

Event description:
The end user reported the catch bar did not engage with the hook while unloading the stretcher. There was no patient involvement and no injuries were reported as a result.